Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. This supplement serves as a correction. The reported failure mode has been assessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).

Manufacturer narrative:
There are no previous complaints on this device. Testing results were reviewed. The customer powered the unit cycle on; the device could not pass the self-test. The pump was not functioning. It was confirmed it had a pressure sensor issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 04/29/2024, znyo medical received a report that the customer power cycled unit; it would not pass the self-test. The unit did not function. It was determined that it was due to pressure sensor issue. No report of patient involved.

Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. Evaluation of the returned device was completed. The pump was returned on 05/09/2024 for complaint investigation and will be tested with all testing protocols to fully diagnose the device and try to replicate the reported malfunction. The pump successfully passed all testing protocols and was unable to confirm the reported condition. There were no signs of a pressure sensor issue as noted by the end user, and all pressure-related tests passed without any issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).